Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency room and hospitalized due to low blood glucose level, unconscious and unresponsive on (B)(6) 2020. Customer's blood glucose value was 31 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food, glucose tablets and dextrose drip. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer alleged insulin pump was over delivering. The device will not be returned for analysis.